Manufacturer narrative:
Manufacturers ref# pr267742 h6) ec method code: 4117 - device not accessible for testing summary of investigational findings: this complaint and the related complaint (B)(6) were created to address two devices that were implanted in 2012 and were reported to have separated causing the need for a secondary procedure to reline the grafts. It was reported that a zteg-2p-34-152-pf and a zdes-46-180 device was used, however the zdes-46-180 is not a correct device code. A cta showing the separation was provided and an imaging review showed that a tx2 device and a gzsd was implanted. The gzsd had separated from the tx2 device (B)(6) and an entry tear at the disconnection in connection with the gzsd consistent with stent graft induced entry tear (sine) was seen. This complaint will handle the sine. A cta performed 7 years after implementation was provided and reviewed by an imaging expert. Per the imaging review findings: at the point of disconnection, the false lumen focally perfused through an intimal tear. The imaging reviewer¿s impression was that the entry tear at the disconnection was consistent with a sine. No lot number was provided why it was not possible to review the device history record. Aortic damage is a known potential adverse event per the IFU. Based on the provided information and imaging it has not been possible to establish an exact cause for the sine. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: "the physician advised that we need to reline 2 dislocated cook thoracic grafts that were implanted in 2012 and have separated". (Related to (B)(4)). Patient outcome: both grafts remain in situ. Additional procedures were required due to this occurrence: reintervention evar to reline separated grafts according to the initial reporter, the patient did not experience any adverse effects due to this occurrence.